Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluation: lens was returned dry, in the lens case/vial. Visual inspection found scratches on the lens and dry, clear surgical residue on the lens surface. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -11.00/+2.5/087 diopter, into the patient's left eye (os) on (B)(6) 2016. On (B)(6) 2016, the lens was exchanged with a shorter lens and similar diopter due to excessive vault. The problem was resolved.